Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation it was observed the left ventricular lead was failing to capture or sense. A chest x-ray was completed to reveal the lead had dislodged. The lead was explanted and replaced. The patient was stable.